Event description:
Consumer reported complaint for high and erratic blood glucose test results. Complaint was initially reported via e-mail and customer was contacted via telephone. The customer is concerned with test results from results obtained of 132, 114, 127, 145 and 147 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-115 mg/dl. The customer feels well and did not report any symptoms. Due to the results obtained customer had gone to the pharmacy for replacement and had been advised to contact manufacturer. Customer also stated during her follow-up check-up with her doctor in (B)(6) 2024 she had been advised to get a replacement and had stopped using the true metrix air meter. Customer stated results from the other device she had been using are lower than the true metrix air meter. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2025 and open vial date is (B)(6) 2024 (expired, opened more than 4 months ago). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 132mg/dl date: 11/16 time: 9:48 am fasting. Result 2: 114mg/dl date: 08/18 time: 9:32 am fasting. Result 3:1 27 mg/dl date: 08/06 time: 9:17 am fasting. Result 4: 145 mg/dl date: 07/26 time: 9:27 am fasting. Result 5: 147mg/dl date: 07/20 time: 9:28 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B1: type of report of adverse event and h1: type of reportable event of serious injury are being submitted due to no defect being found on returned meter and test strips. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.